Event description:
The patient presented to the ER (emergency room) because of bradycardia. Premature depletion of the device was found. It subsequently tested out of specification during manufacturer's analysis. The patient status was ok after the device was replaced.